Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. Customer¿s blood glucose level was 126 mg/dl. Reportedly, the customer has manual injections as alternate insulin therapy.